Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia),"), deep vein thrombosis ("dvt") and staphylococcal infection ("infection (other) describe: (B)(6)") in a (B)(6) female patient who had essure (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism. Concurrent conditions included morbid obesity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), dry skin ("dry skin patches"), tooth disorder ("dental problem"), vaginal discharge ("vaginal discharge"), visual impairment ("vision worsened"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the menorrhagia, deep vein thrombosis, staphylococcal infection, vaginal haemorrhage, urinary tract infection, dry skin, tooth disorder, vaginal discharge, visual impairment, weight increased, fatigue and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, deep vein thrombosis, dry skin, fatigue, genital haemorrhage, menorrhagia, pelvic pain, staphylococcal infection, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008 left side -3 coils, right side- 8 coils were present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, infection (other) describe: (B)(6), dry skin patches, dvt, dental problem, vaginal discharge, vision worsened, weight gain, fatigue, hair loss were added. Lot number, new reporter, patient information, medical history and lab data were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), deep vein thrombosis ("dvt") and staphylococcal infection ("infection (other) describe: mrsa") in a 42-year-old female patient who had essure (batch no. 624471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism. Concurrent conditions included obesity, abdominal pain and fatigue. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) since 2006 to (B)(6) 2007. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), dry skin ("dry skin patches"), tooth disorder ("dental problem"), vaginal discharge ("vaginal discharge"), visual impairment ("vision worsened"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the menorrhagia, deep vein thrombosis, staphylococcal infection, vaginal haemorrhage, urinary tract infection, dry skin, tooth disorder, vaginal discharge, visual impairment, weight increased, fatigue and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, deep vein thrombosis, dry skin, fatigue, genital haemorrhage, menorrhagia, pelvic pain, staphylococcal infection, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008. Left side -3 coils, right side- 8 coils were present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.